Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual inspection was performed on the returned the device and there was evidence of use as tissue build up was noted on the device jaw. The ptfe pad (teflon pad) was inspected and found to be worn with metal exposed. Further inspection noted char marks on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result.

Event description:
Olympus was informed that during setup, the device exhibited no output after being connected to the generator and pressing the blue activation button. It was reported that the patient was not in the room. The device was replaced and the intended procedure was started. It is unknown if the intended procedure was completed. There was no patient injury reported.